Event description:
The high voltage lead integrity check reported low impedance on the svc to can vector. It was noted that the svc to can vector had been intermittently low for approximately one year. It was reported later that the rv lead had pulled back and the svc coil was in contact with the can. The lead was capped.

Manufacturer narrative:
Na